Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that he was water rafting and device got wet. Customer reported that there is liquid under the lcd display. The customer stated that there is a button error in alarm history. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 180 mg/dl. The customer stated that the keys are not always responding and the screen will move one or two spaces. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.